Event description:
During the eval of a spectrum pump, the system error 322 message displayed. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 322 was confirmed and caused by a failed upper auxiliary flex. The failed upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.